Event description:
Reportedly, during testing, the alarm function did not function properly. A visual alarm was expected. The membrane and overlay were replaced, which resolved the reported issue. No pt involvement.

Manufacturer narrative:
(B)(4).